Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the uncalcified and severly tortuous proximal to mid left anterior descending artery. The physician implanted a 3.00x28mm promus element stent in the target lesion. When the physician was withdrawing, an unknown guide catheter gravitated to the stet side and bumped into the proximal edge of deployed stent causing it to shorten by 5mm. The procedure was completed by inflating a unknown balloon to treat the damaged stent. No further patient complications were reported and patient's status is status.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).